Event description:
It was reported that during a shoulder arthroscopy, while the device was being used, a piece of "old blood" came out of the device. The debris was suctioned out of the joint and discarded. A pre-op dose of antibiotic had been given to the pt, and antibiotic was sent home with the pt.

Manufacturer narrative:
Final device investigation found that the device was returned with the tip of the device bent. A photograph of the device inside the pt showing a piece of brownish-black translucent debris was also included. As the debris was not returned, no testing could be performed to determine its nature. Upon eval the inner shaver did not slide easily into the outer sheath. When the inner piece was rotated by hand inside the outer sheath, there was metal on metal scraping. The inside of the outer sheath has scraping marks, and the inner shaver had a little scraping on the outer surface.